Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose levels. Tandem technical support decided to replace the pump, advising the customer they would receive a pump with updated software. They instructed the customer to put the current pump into storage mode before return and provided guidance on actions to be taken upon receiving the replacement pump. The customer was asked to return the problematic pump using a pre-paid label, and they understood and acknowledged these instructions.